Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The blood glucose level was 137 mg/dl at the time of the incident. Customer stated they did not receive a low battery alert prior to off no power alarm. It was also reported that the insulin pump had a blank display. Troubleshooting was completed and the insulin pump passed the self-test. The insulin pump will not be returning for analysis.